Manufacturer narrative:
Returned device was received with damaged condition: front panel was bent between the gas supply indicator and pressure manometer, relief alarm pressure knob and on/off switch knob were switched and did not match their cal marks on the face label. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus was reported to be dropped. It was indicated that when the unit is turned off, the knob points to the on position but the alarm pressure is off. There were no reported adverse effects.